Event description:
It was reported that an 8120 pca was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c, d grids, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify. Omit: a090202 - display difficult to read (1181), g05005 - led (light emitting diode), audible, b21 - type of investigation not yet determined, c16 - manufacturing process problem identified, d03 - cause traced to manufacturing.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by syringe sizer recall. There was no reported patient involvement.